Event description:
The sutures were used during an unspecified procedure. Reportedly the suture broke during the operation and the surgeon had to continue by tying knots after every suturing and continue with additional sutures. Following the operation, a hernia occurred with the pt as a post-op complication.